Event description:
I have had the respironics CPAP machine for a long time. It was purchased from (B)(6). Not sure of date it was so long ago. I have had multiple sinus surgeries and still experience "sinus" pain/discomfort in areas I understand have no tissue remaining. I also have headaches, attributed to various things in the past. I am very concerned all of these may be related to the CPAP. Also very concerning to me is the fact "(B)(6)", company that purchased hammer, sent me a text over this past weekend, reminding me to replenish my supplies. No mention made of the recall. They sold me the machine and must know what I have. FDA safety report ID # (B)(4).